Event description:
Reporter states that in late 2006, he began to have tingling in toes which worked its way up to his ankles, knees and fingers. Reporter stated that he had to stop working because he is disabled. Reporter continues to use product to keep dentures in place but has reduced that amount. Reporter is currently seeing a neurologist and has been hospitalized, due to symptoms. Reporter first heard about effects of poligrip on the good morning america show.